Event description:
It was reported that during routine follow-up, past instances of noise and low impedance were observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced and impedance values were normal. No changes were made and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.